Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were stapling the stomach of the patient in a laparoscopic vertical gastrectomy, on the fourth use of the stapler it stopped and it was not possible to close the load for later use. They noted that they were able to press the green button, but unable to squeeze the handle. They used a new stapler to complete the case. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual examination noted that instrument tube hosing was broken. Due to the noted damage no, functional testing was performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed condition was misuse of the product. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were stapling the stomach of the patient in a laparoscopic vertical gastrectomy, on the fourth use of the stapler it stopped and it was not possible to close the jaws of the reload. They noted that they were able to press the green button, but unable to squeeze the handle. They used a new stapler to complete the case. There was no patient injury.